Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number mm5159, and no non-conformances were identified. Investigation summary: one opened box and seven unopened samples of product code d9499, lot mm5159 were returned for analysis. The complaint sample was not received for evaluation. During the visual inspection of seven samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no pull off suture needle was found, and the tested samples met the finished goods requirements.

Event description:
It was reported that the patient underwent open heart surgery on (B)(6) 2019. During the procedure, the needle came off of the wire. An alternate device from a different box was used to complete the procedure. There were no adverse patient consequences reported.